Manufacturer narrative:
The case logs were not yet available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius hub system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
Investigation and review of the case logs concluded that two implants were misplaced and skiving may have been a contributing factor; however, a definitive cause could not be determined.

Event description:
It was reported that while using the excelsiushub system, an intra-operative correction was required for two misplaced implants. The implants were revised without navigation.